Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06049844 that an ar-5410-01 vip glenoid reamer, pilot sharp edge on the butt of the calibrated portion caused damage to the ar-9216-4 drill glove protector by leaving bits of plastic shavings in the patient's shoulder wound. The case was completed successfully by retrieving the pieces left in the patient. This was discovered during a reverse total shoulder arthroplasty procedure on (B)(6) 2023. Product checklist was updated and additional information received on 10/24/2023: there was a unspecified amount of delay when removing all the fragments from the patient and no additional anesthesia was administered. There was no report of the patient experiencing adverse effects from this event.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to excessive force/friction during use or insertion and/or prying/leveraging the devices during use.